Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired in her sleep after experiencing a ventricular fibrillation (vf) storm. Device was interrogated and review of the episodes revealed, the patient experienced a vf rhythm that was detected appropriately, but therapy did not convert the rhythm. Therapies were exhausted in the vf zone, but the patient's rhythm remained in the vf zone until intermittent vf undersensing caused the rhythm to return to sinus. After the 11-minute episode ended, 8 additional vf episodes were triggered afterwards, where the device charged and delivered therapy appropriately but unsuccessfully in converting the patient's rhythm. Several non-sustained rv oversensing episodes were stored afterwards where the vf rhythm was still noted in the episodes, but the device was not appropriately detecting vf due to a combination of intermittent ventricular undersensing and a high vf cutoff rate.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.